Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2015 with the following findings: the keypad was intact, but the up arrow, down arrow and ok buttons were unresponsive. The keypad was removed and there was no contamination found under the button contacts. Unrelated to the original complaint, the battery compartment was cracked with corrosion found inside. The leak test was performed and failed due to the battery compartment crack. The pump was opened and there was evidence of moisture internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.